Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted on the electronic or motor assembly. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump was no longer functioning. Customer reported that she got into a swimming pool while wearing the device the day before the call. The customer confirmed that water was visible under the display. Blood glucose level at the time of the incident was 260 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.